Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during sterilization it was identified the left fossa burr guides were for a different patient. No patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No product was returned and no inspections could be performed. No pictures were provided. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to inadequate packaging inspections for the burr guide. A CAPA was opened to address this issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
The burr guides were returned with other guides/templates and the opened packaging. A review of all the labels for these packages show all bags are labeled correctly. The left fossa burr guides are in a separate package that is different than the packaging for the other instruments, which suggests that these may be the products that were sent as replacements. No pictures of the incorrectly labeled guides were provided. For these reasons, the complaint could not be verified. A third party vendor is responsible for the manufacturing and labeling of the tmjpm burr guides. The burr guides are not listed on the product's device history record (DHR). There were no changes to the investigation results or conclusions based on the returned product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.